Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 54 mg/dl to 350 mg/dl. Reportedly, the pump supplies were changed to address the issue, and customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (alert 4 - nvm).